Event description:
It was reported during a cystoscopy procedure an open-end ureteral catheter 4fr. Was inserted into the patient and the tip of the catheter was broken off. When the open portion of the surgery started, the surgeon was able to remove the broken-off piece of the catheter, and it was completely removed from the patient. No additional information will be provided. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This report is based off the manufacturer's query of the medsun database. This event was identified as a complaint which was not known to the manufacturer. The only information available from the query is the device brand, device type, the date reported, and the event description. No additional information is available for this event this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: h6-health effect - impact code (annex f). Investigation ¿ evaluation: it was reported during a cystoscopy procedure an open-end ureteral catheter 4fr. Was inserted into the patient and the tip of the catheter was broken off. When the open portion of the surgery started, the surgeon was able to remove the broken-off piece of the catheter, and it was completely removed from the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Reviews of documentation including the quality control procedures, manufacturing instructions (mi), and instructions for use (IFU) were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Additionally, a document-based investigation evaluation was performed. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook could not complete a review of the device history record (DHR) or search for other complaints from the product lot due to lack of lot information. The evidence from the complaint file and quality control documents indicates that the complaint device was manufactured to specification as well as other items in the lot or similar devices in the field or in house. Cook also reviewed product labeling. The IFU [t_urecat_rev1] packaged with the device contains the following in relation to the reported failure mode: "precautions do not withdraw catheter while deflected in cystoscope/endoscope. Avoid bending or kinking the catheter prior to placement. Doing so could damage the integrity of the catheter and result in patient injury. If you encounter resistance while advancing or withdrawing the catheter, stop. Determine the cause of the resistance before proceeding." Based on the information provided, no product returned, and the results of the investigation, cook has concluded the cause of the complaint cannot be established. Based on the available information, it is not possible to rule out procedural factors as contributing to the complaint. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.